Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 20598795, model/catalog description: coveredge 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was not getting adequate stimulation. The patient underwent an explant procedure.